Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of bent lead was confirmed. The lead was compressed at 17.5 cm from the connector pin causing the outer coil to short against the inner coil. The damages found on the lead are consistent with that occurring at the time of explant.

Event description:
It was reported that the atrial lead was significantly bent in the pocket. The lead was explanted and replaced.